Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is a downstream occlusion and an inoperable dso sensor; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a service history review could not be conducted.

Event description:
It was reported the device's line became clamped downstream; the pump did not alarm high pressure/downstream occlusion. Patient was without medication for a period of time. This is a continuous infusion. Set flow rate and volume delivered are unknown. There was patient involvement, unknown of any adverse patient effects.

Manufacturer narrative:
B3: unknown. Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.